Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad buttons were under-responsive. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue remained resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump was returned with a worn keypad cover. During testing, the ok and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the contrast and down arrow keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored with a line through the middle of the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.